Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller states patient is in the ER for a headache and needs an MRI. Caller states the patient reports the stimulator doesn't work and they were told they could not have an MRI. Caller was unsure when this began. Caller also stated the controller is off. Additional information was received from the patient clarifying that their reported headache was not related to their device/therapy. The clarified the report of the stimulator doesn¿t work to mean that 4 of the 2 leads had stopped conducting. The patient indicated that the migraine and the stimulator not working were two different circumstances. Spinal fluid was removed and migraine medicine was for the headache. The stimulator was supposed to be waiting on insurance approval for replacement. They were waiting on meeting with a manufacturer representative (rep) so they could write a note of what wasn¿t working on the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.